Event description:
A malfunction occurred when the caller's pump turned off after the battery ran out, causing the customer's blood glucose level to exceed 500 mg/dl. No actions were taken by the customer to address the high blood glucose level, but tandem technical support assisted by providing pump reset information and sending a replacement pump with updated software. Instructions were given for returning the problematic pump and using the new pump, which the caller understood and acknowledged.